Event description:
It was reported that, "the screw driver was rounded; therefore, it stripped inside the screws."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.